Manufacturer narrative:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. Log files regarding the event have been received and nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to patient.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to patient.

Manufacturer narrative:
Details of the complaint on 09/04/2018, (B)(6) reported the (B)(4) ((B)(4), sn: (B)(6)) was rebooting. The whole screen went black like it shut down completely, not just the application. Service requested troubleshooting/assistance. Service performed nka support was onsite and was unable to troubleshoot due to lack of authorization from the customer. Cns logs were collected. Investigation result unit has a history of rebooting. Previous investigation was performed under (B)(4). Irc's which have been opened to address rebooting of the cns ((B)(4), sn: (B)(6)): (B)(4) initiated on 05/02/2018. Nkc investigation was unable to confirm reboot history by the logs. The software version of the device was ver. 02-53 and was not the latest version. The newest version has enhanced log functionality and countermeasures for some reboots. Software version was recommended to be upgraded. (B)(4) initiated on 09/07/2018. Nkc investigation determined the reboot occurred after a change to the network configuration. Customer was advised to initialize the cns. On 11/07/2018, the cns was initialized and upgraded to 02-08. Monitoring of the situation for one month found no further reported issues of rebooting from the customer. (B)(4) initiated 01/10/2019. Nkc investigation determined the phenomenon occurred due to the influence of the network communication delay when unintended network configuration was installed. Recommendation was to modify the network configuration. Cns rebooting was reported on 03/08/2019 to recur in ticket (B)(4)/notification (B)(4). Customer was advised to send the device in for evaluation. Loaner cns was delivered to the customer, but was later returned. Customer's unit was not returned for evaluation. Per nka ts, the issue was never resolved, however nk was onsite to install new cnss. Based on the available information, the root cause could not be determined. Evaluation of the unit could not be performed as device was not returned. This is a trending issue at customer facility and further information will be documented in the latest ticket created for this issue: ticket (B)(4)/notification (B)(4). Investigation for (B)(4) is as follows: details of the complaint: on 03/08/19, customer at (B)(6) reported the (B)(4) ((B)(4) sn:(B)(6)) restarted on its own. Service requested: troubleshooting/assistance. Service performed: customer was advised to send the device in for evaluation. Loaner cns was delivered to the customer, but was later returned. Customer's unit was not returned for evaluation. Multiple attempts were made to follow up with the customer, receiving no response. Per nka ts, the issue was never resolved, however nk was onsite to install new cnss. Investigation result: unit has a history of rebooting. Previous investigation was performed under (B)(4). Irc's which have been opened to address rebooting of the cns ((B)(4) sn: (B)(6)): (B)(4). Investigation conducted with nkc suspected cause may be due to networking issue, however troubleshooting has been unsuccessful in resolving customer's issue. As the device is not returned, nka evaluation could not be performed. The root cause could not be determined from the information available. Nka sap history and nkc DHR for the unit has been reviewed under (B)(4). Per investigation conducted in (B)(4), rebooting of the cns has been found to occur when there is lack of proper cns maintenance. This does not appear related to issue observed with sn: (B)(6). The current issue seems to be isolated to this unit at the facility ((B)(6) san diego). Nka support is currently onsite to install new cnss. Corrected information: f9. Approximate age of device: incorrectly calculated.